Event description:
It was reported that the patient recieved a shock due to oversensing noise. The lead integrity alert was triggered for short interval count and non-sustained tachycardia (nst) episodes. The noise was reproduced on the electrogram (egm) with pocket manipulation. The lead was removed from the device and reconnected. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.